Event description:
It was reported that the cup was loose (radiolucent lines upon xray) surgeon removed cup, liner screws and head and retrieved the stem (6720-0230 lot code 47614206). He replaced the cup with a 54mm tm zimmer cup. He used a 36+10 lfit head. The case was routine.

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. It was noted that the device and additional information is not available for evaluation due to hospital policy. A review of the device history records indicated that all the devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Additionally, the complaint history review noted that there have been no other events for the reported lot. Device not available.